Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the device involved in the incident, it was determined that the database server went down and caused data synchronization issues. A technical support specialist (tss) confirmed that the user was not able to connect to the database. The server team rebooted the database, which allowed all services to reconnect and confirmed that the login page was working, reports could be run, and all devices were synchronizing again according to the site down query. Carefusion coordinate engine was unable to reach the server until the net.tcp services were restarted. After the tss checked the server, it appeared that everything was processing as expected. No messages were waiting for es to process, and the interface heartbeat was current. Once the carefusion coordinate engine reconnected, no further issues were reported. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when the bd pyxis¿ es server logistics applications were not in the oktul ministry, multiple facilities were affected. The customers were not able to access the login screen and also received maintenance service down alerts. However, there were no delay or adverse events or injuries reported based on this event.